Manufacturer narrative:
Additional information: additional information was received from the customer. The customer reported that the catheter was cut to be removed following the reported device malfunction. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, documentation, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The complainant returned one 10.2fr mac-loc catheter in a used and damaged condition.the device was returned with the mac-loc in the locked position. The device was returned in two pieces. The first piece comprised of the mac-loc hub, connector cap, an adapter on the proximal end, and approximately 7mm of catheter tubing ending in a rough cut. The second piece comprised of approximately 28.3cm of catheter tubing ending with the distal pigtail curl. A piece of string was tied around the center of the catheter tubing. Biomatter was present on all pieces of the device. The proximal suture appeared cut close to the hole in the mac-loc lever. There was no noted surface damage on the device. Tug and twist tests were conducted revealing that the proximal assembly was secure. We removed the connector cap by dissociating the adhesive bond with ipa. Upon removing the cap, we found the suture string heavily wound in the cap. During cap removal, what appeared to be a small sheared piece of the hub threading fell out of the cap. It is likely this damage occurred during use or lab investigation. The flare appeared to be slightly wavy, narrow, with no lip, and had a diameter measuring a approximately 0.255". Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to cook's specifications. The connector cap inner diameter, catheter tubing outer diameter, and mac-loc hub inner diameter and found them all to be within manufacturing specifications. The amount of threads showing between the hub and cap were measured and found it to be out of specification. Investigators could recreate the reported failure mode as inspection of the returned device confirmed the presence of a leak between the catheter tubing and the connector cap of the device. Additionally, a document based investigation evaluation was performed. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was traced to manufacturing. Measures are being conducted to address this failure mode. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient with an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter required a replacement procedure due to catheter leakage. The catheter was placed around 4 weeks prior to the hospital visit. On (B)(6) 2018, the scheduled clinic appointment for a planned bag and dressing change, as well as possible flushing of the nephrostomy catheter, was cancelled. The next day, the patient visited the emergency room with 101.8 fever. The patient was then hospitalized and received intravenous (IV) antibiotics for left kidney infection. The nephrostomy tube was exchanged on (B)(6) 2018. The infection and nephrostomy catheter exchange is recorded under medwatch report #1820334-2019-00062. Later on the same day of the exchange, the replacement nephrostomy catheter was confirmed to be leaking. The nephrostomy catheter was again replaced that night successfully. This exchange is recorded under this medwatch report. The patient remained hospitalized for IV antibiotics until they were discharged on (B)(6) 2018. No other adverse effects were reported for this incident.